Manufacturer narrative:
.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of extractor has broken off all 3 of the extractor tips and 2 of the 3 have broken to the point they were discarded after case. No surgical delay. All pieces were retrieved.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summaryexamination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.